Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 532 mg/dl with high level of ketones. In an attempt to resolve the issue, the customer changed out the supplies on the pump. Reportedly, the customer was admitted into the emergency room (ER), and then was admitted into the hospital on (B)(6) 2018 with a bg level of 300 mg/dl. While at the hospital, the customer was treated with intravenous (IV) saline, potassium, and was given food. It was reported that the treatment resolved the issue with no permanent damage to the customer. Reportedly, the customer used the pump for basal therapy, and alleged that insulin was not being delivered properly. It was reported that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.